Manufacturer narrative:
Concomitant medical products: 37601 ipg, implanted: (B)(6) 2019. 3708660 neuro extension, implanted: (B)(6) 2016. 3708660 neuro extension, implanted: (B)(6) 2016. 3389s-40 lead, implanted: (B)(6) 2016. 3389s-40 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced seizures. It was also reported less than one month post the implant of the right ventricular (rv) his bundle lead exhibited high number of the sensing integrity counter (sic) oversensing episodes. The rv lead remains in use. No further patient complications have been reported as a result of this event.